Event description:
It was reported that a patient with significant back pain underwent revision surgery to address a bilateral tulip disengagement of two xia polyaxial screws. This report captures the second of two screws.

Manufacturer narrative:
Additional data: h3 h6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.